Manufacturer narrative:
Information was received that after the cuff leaked, a tube change out was required as intervention. No clinical consequences to the patient were reported. The file was updated from a reportable malfunction to a serious injury- required intervention. Device evaluation summary: one portex blue line ultra suctionaid was received in used condition without its original packaging. Immediate visual inspection identified no discrepancies. However, after the cuff was inflated and a leak test was performed, a leak was found in the sample. The inflation tests were audited using thirty two (32) units, in order to verify that inflation tests were properly performed. No deflated cuffs and no discrepancies were found. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint allegation was confirmed. The root cause was noted as unknown.

Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that leakage of air from the cuff to a smiths medical portex® blue line ultra® tracheostomy tube. There were no reported adverse patient effects.